Manufacturer narrative:
(B)(4). Final device analysis of the device revealed the following: ins connector prot has a lead insertion anomaly: the #4 balseal was damaged. A known good lead gets stuck when it reaches the #4 balseal connector. There was no difficulty inserting the lead into the #8-15 connector port. It is not known if the damage was caused by a lead/extension or something else. Visual exam: there were no outer visual anomalies, however, the #4 balseal spring was damaged on x-ray. Conclusion: ins connector port has a lead insertion anomaly.

Event description:
It was reported that the lead could not be inserted in to the connector block of the implantable neurostimulator. The device was not used with a pt and was replaced.